Manufacturer narrative:
Corrected data: h6.- health effect - clinical code (e): '2137' should be removed and '4581- over/ under correction' should be added. Claim# (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. In a separate surgery the lens was explanted. On the same day separate surgery a same model/ length, different power was implanted and the problem was resolved. The cause of the event was reported as unknown.